Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required emergency medical attention with hyperglycemia, ketone presence, and dehydration on (B)(6) 2026 while using the pod. The patient¿s blood glucose levels were reported as elevated to 20.5 mmol/l (369 mg/dl) and the patient was experiencing symptoms of feeling unwell, weakness, inability to walk, near collapse, and loss of vision. Prior to the event, it was reported by the caregiver (lg) that the controller failed to turn on since (B)(6) 2026 despite attempts with different charging cables, no charging symbol was observed, and hard reset attempts were unsuccessful, resulting in loss of pump control and uncertainty regarding insulin delivery. The patient had been traveling and became progressively unwell with high blood glucose levels and reduced oral intake. On (B)(6) 2026, while attending a scheduled appointment, the patient¿s condition worsened, and she was evaluated at the emergency department of the (B)(6) hospital, where blood glucose and ketones were assessed. The patient was treated with food and fluids for dehydration, an IV cannula, and monitored for 5 hours before being discharged the same day with improvement. During medical attention, the pod was reported as worn; however, the associated pod was discarded at the hospital and is not available for return. A rush replacement controller was issued and, following setup assistance at the hospital, was confirmed to be functioning properly. No further information was provided.